Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m there was a low draw. Patient was recollected. The following information was provided by the initial reporter, translated from chinese to english: when the nurse collects venous blood from the patient normally, it draws about 2ml, the blood stops entering, observes the patient's blood vessel condition is normal, replaces the blood collection tube again, and the nurse can draw blood successfully.